Event description:
It was reported, the 200 micron tfl ball tip single use fiber was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update to b5 of the initial report. See b5 for further details. This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm the reported malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
The reported malfunction of fiber breakage reported in the initial report occurred during a therapeutic cystoscopy. The intended procedure was completed with the same device with no procedural delay.